Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Uncertain. Did the patient receive any preoperative chemotherapy or radiation? No was a transfusion required? Yes. How was the bleeding addressed? Stapler. What was the pre and postoperative anti-coagulant and pain management protocol? Uncertain. Was the bleeding intraluminal or extraluminal? Uncertain. What vein was being stapled? Uncertain. Was there any change in patient¿s post-op care? Uncertain. What is the current patient status? Doing fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the lobectomy procedure the doctor attempted to fire a white device reload on a vein and it is assumed the reload had no staples. The device powered the two devices, fired its normal cycle and when the device opened, the device cut with no staples. Estimated blood loss was two liters. Patient is alive and doing ok. Surgery was delayed. There were patient consequences. Transfusion necessary due to blood loss.